Manufacturer narrative:
There is a temporal relationship between ccpd therapy with the fresenius liberty cycler set and the patient¿s adverse event(s) of peritonitis and confusion. There is no documentation in the file to show a causal relationship between the adverse event(s) and the fresenius liberty select cycler set, nor is there any allegation a fresenius device (s) malfunctioned or failed to perform as expected related to this event. Per the pdrn the suspected cause of the peritonitis was the patient did not practice aseptic technique while performing peritoneal dialysis treatments. The etiology for this patient¿s event was confirmed as coagulase negative staphylococcus. It was reported by the pdrn the patient will transition to hemodialysis (hd) for rrt. Therefore, based on the information available, there is no documentation or indication a fresenius device(s) caused or contributed to a serious adverse patient outcome. Additionally, there is no allegation of the machine malfunctioning or the machine not performing as expected. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
During routine follow up on an unrelated customer experience the peritoneal dialysis patient reported having a peritoneal infection and was prescribed antibiotics by the dialysis clinic. Details regarding the drug, dosage, frequency and duration is unknown. Additionally, the patient contact confirmed the patient was able to complete his hemodialysis (hd) treatment on (B)(6) 2018. Follow up with the patient¿s peritoneal dialysis nurse (pdrn) stated the patient presented with re-occurring episodes of peritonitis in (B)(6) 2017, (B)(6) 2017 and (B)(6) 2018. However after reviewing the medical records received on (B)(6) 2018, these individual instances of peritonitis do not meet the criteria for a re-occurring peritonitis event. Documentation for re-occurring peritonitis reports same organism within 4 weeks of completion of therapy for a prior episode. Moreover, the pdrn stated the suspected cause of this alleged event was the patient did not practice aseptic technique while performing his peritoneal dialysis treatments. The pdrn reported the patient will transition to hemodialysis (hd) for rrt. On (B)(6) 2018 medical records were received and the peritoneal effluent cultures results were confirmed as positive for coagulase negative staphylococcus.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.